Event description:
The customer reported receiving false positive hcg results while using alere hcg strip urine tests for two patients. The second patient presented on (B)(6) 2024 for hcg testing prior to an iud placement for contraception. The patient provided a fresh urine sample. Three drops of urine were applied to the device and the results were read at 3 minutes 30 seconds yielding a positive hcg result. The customer reported an additional test was performed which also yielded a positive hcg result, however it is unclear which device yielded this additional false hcg result. Confirmatory blood hcg testing was performed which yielded a negative result. No adverse events were reported.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The customer reported receiving false positive hcg results while using alere hcg strip urine tests for two patients. The second patient presented on (B)(6) 2024 for hcg testing prior to an iud placement for contraception. The patient provided a fresh urine sample. Three drops of urine were applied to the device and the results were read at 3 minutes 30 seconds yielding a positive hcg result. The customer reported an additional test was performed which also yielded a positive hcg result, however it is unclear which device yielded this additional false hcg result. Confirmatory blood hcg testing was performed which yielded a negative result. No adverse events were reported.

Manufacturer narrative:
D4 - expiration date: updated to provide the expiration date. D4 - primary UDI number: updated to provide the UDI number. H4 - device mfg date: updated to provide the manufacturing date. Corrections to the following as the customer initially reported incorrect product information: d1 - brand name, d4 - model #, d4 - catalog #. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. The test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.